Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery using penumbra coil 400s (pc400) and px slim delivery microcatheters (px slim). During the procedure, the pc400 unintentionally detached as it was being retracted into the 45 degree px slim to be repositioned, and migrated to the middle cerebral artery. The 45 degree px slim was removed. The physician attempted to retrieve the detached pc400 using another manufacturer's stent retriever through another manufacturer's microcatheter; however, the pc400 broke into two pieces and only part of the coil was retrieved. The second part was removed on another pass with the stent retriever, opening the blocked vessel. Subsequently, the physician used a new px slim straight and implanted two pc400 coils. The physician then noticed on the angiography image that the aneurysm was bleeding, and reported that the px slim caused the rupture by touching the aneurysm dome. The physician then implanted two additional pc400 coils; the bleeding stopped, and the procedure was then completed.